Event description:
It was reported that there was an alert for high right ventricular (rv) coil impedance on the rv lead. It was also noted that the superior vena cava (svc) coil was high. Additionally, noise was seen. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range and the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Rv defibrillation impedance steady at 50 ohms through (B)(6) 2014, rises out of range (> 100 ohms) starting (B)(6) 2014; last measured at 158 ohms. Svc defibrillation impedance steady at 60 ohms through (B)(6) 2014, rises out of range (> 100 ohms) starting (B)(6) 2014; last measured at 226 ohms. Concomitant medical products: 5076-45 lead, implanted: (B)(6)2004. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was removed.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava and the right ventricular defibrillation cable developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.